Event description:
It was reported that the during an implant procedure, the patient aspirated as local anesthesia was administered. The patient was placed supine on cart, suctioned and was given oxygen. The physician cancelled the procedure. It was believed that the medical condition was directly related to the procedure. The patient has fully recuperated.